Manufacturer narrative:
Concomitant medical products: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2000, product type: extension; product ID 3587a, lot# l39467, implanted: (B)(6) 1996, explanted: (B)(6) 2000, product type: lead; product ID 7434-e, serial# (B)(4), product type: programmer, patient; product ID 3587a, lot# l39467, implanted: (B)(6) 1996, explanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that the patient had pain in one area of their back at least a couple of years ago. The patient had an MRI and the healthcare provider (hcp) saw what looked like pieces of plastic in her back. The hcp speculated that these could be fragments of the spinal cord stimulation (scs) system. It was noted the patient fell and broke the bone in their back in 2011 and also had kyphoplasty a year ago which was when the break was discovered. The patient was receiving ongoing nerve blocks and epidurals. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.